Event description:
User facility mandatory medwatch rec'd that stated: tube separation. Nurse reported that when spiking IV bag with primary IV set, the segment of tubing from the spike to the upper y-site (clave) separated from the y-site. Nurse obtained another primary set and set up IV. No adverse pt event; no delay in starting procedure". Upon further query, the following info was provided that indicated a tubing separation. Prior to pt use while the nurse was spiking an unspecified IV solution bag, the tubing separated from the leg of the upper y-site. The tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.